Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
Reported blood glucose results of "14.2 mmol/l, 11.2 mmol/l and 9.6 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.